Manufacturer narrative:
(B)(4). (B)(6). During an interventional procedure, a 4 x 200 mm 155 cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at six (6) atmospheres (atm) during its initial inflation. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was 99 %. An ipsilateral contralateral approach was made. The saber pta catheter was delivered to the lesion and inflated when it ruptured. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were also no kinks or other damages noted prior to inserting the product the product into the patient and the device prepped normally. Additional procedural details were requested but are not available. The device was not returned for analysis. A device history record (DHR) review of lot 17623150 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified with 99% stenosis) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During an interventional procedure, a 4 mm 20 cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 6 atmospheres (atm) during its initial inflation. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. An ipsilateral contralateral approach was made. The saber pta catheter was delivered to the lesion and inflated when it ruptured. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was 99 %. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were also no kinks or other damages noted prior to inserting the product the product into the patient and the device prepped normally. Additional procedural details were requested but are not available.